Event description:
On february 03, 2025, a medwatch report#: (B)(4) was received via email. The following information was provided on the medwatch report: stent failure / patient need to return to surgery - and left explant of internal carotid artery stent, carotid artery endarterectomy with bovine pericardial patch angioplasty. It was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient experienced stroke symptoms and the stent was identified to be deformed. The physician elected to explant the stent and perform a carotid artery endarterectomy (cea) with a bovine pericardial patch angioplasty. At this time, it is unknown if the reported stroke event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, however, this event will be reported for the enroute transcarotid stent system (tss) out of an abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported stroke event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device, however, this event will be reported for the enroute transcarotid stent system (tss) out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.